Event description:
It was reported by svc report that the fowler will not raise. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Fowler was missing parts: retaining ring, pin washer, and spacer.